Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had two untreated episodes with oversensing of noise. Air in the pocket was thought to be cause. Additional information provided from the field has indicated that the air has since dissipated. No changes have been made and the s-ICD remains implanted and in service. No adverse patient effects were reported.